Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding /heavy bleeding') in an adult female patient who had essure (batch no. 664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation, essure hysteroscopic sterilization". The patient's medical history included cholecystectomy, pilonidal cyst and tummy tuck. Concurrent conditions included vaginal discharge, hypothyroidism, polymenorrhoea, heavy periods, menorrhagia and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, alopecia, migraine and dysmenorrhoea outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterine weight: 138.0 grams. Cervix: no significant histologic change. Endomyometrium: secretory endometrium and leiomyomata. Serosa: no significant histologic change. Bilateral fallopian tubes: no significant histologic change. Ultrasound scan vagina on (B)(6) 2014: it revealed a multiparous size uterus measuring 7,07 x 4.86 x 5.85 cm. There is a hyperechoic shadowing in the right side of the uterus that may be consistent with the coils of the essure. The left ovary normal looking. It measured 2.78 x 2.24. The right ovary measured 2.86 x 1.537. No free fluid in the cul-de-sac. No suspicious adnexal masses. Hyperechoic shadowing in the right side cavity of the uterus, most likely the essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, migraine, dysmenorrhea. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding /heavy bleeding') in an adult female patient who had essure (batch no. 664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation, essure hysteroscopic sterilization". The patient's medical history included cholecystectomy, pilonidal cyst and tummy tuck. Concurrent conditions included vaginal discharge, hypothyroidism, polymenorrhoea, heavy periods, menorrhagia and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, migraine and dysmenorrhoea outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterine weight: 138.0 grams. Cervix: no significant histologic change. Endomyometrium: secretory endometrium and leiomyomata. Serosa: no significant histologic change. Bilateral fallopian tubes: no significant histologic change. Ultrasound scan vagina - on (B)(6) 2014: it revealed a multiparous size uterus measuring 7,07 x 4.86 x 5.85 cm. There is a hyperechoic shadowing in the right side of the uterus that may be consistent with the coils of the essure. The left ovary normal looking. It measured 2.78 x 2.24. The right ovary measured 2.86 x 1.537. No free fluid in the cul-de-sac. No suspicious adnexal masses.hyperechoic shadowing in the right side cavity of the uterus, most likely the essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia ,pelvic pain , migraine , dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.